Event description:
It was reported that one day post implant the lead exhibited elevated capture and impedance, and decreased sensing. The lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Na